Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, the handpiece worked for a while then could not open the jaws. It was not cleaned as the issue occurred about ten minutes from the start of the surgery. Knife bladed was not extended nor protruded. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection found jaw damage. Seal plate on jaw a was bent upward. Functional testing found that the cutting blade movement was good but could not reach the end of the jaws due to the damage. Cut was good. Closing the jaws straightened out the jaw, so sealing was tested. Device produce re-grasp alarms as the damage to the seal plate interrupted the seal cycle. It was reported that the device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws were difficult to open. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.